Event description:
Reporter indicated that vns pt had been referred to an ent physician for evaluation. It was reported that the pt has experienced constant hoareseness since implant. Treating neurologist indicated that the pt had not reported problems with hoarseness to his office. Investigation to date has been unable to determine whether the pt was diagnosed with vocal cord paralysis.